Manufacturer narrative:
(B)(4). Date of the event was reported as an unknown date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The patient was hospitalized for the event. On an unreported date, pd therapy was discontinued for hernia surgery. The patient underwent surgery for the hernia. After the surgical procedure, on a date not reported, pd therapy was reintroduced. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the serial number of the device was unknown when the device was received and sent for servicing, a sample evaluation could not be performed. However, the service document review indicated the device passed both homechoice functional testing and the homechoice rite electrical safety analyzer testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. There was no non-conforming product identified that could have caused or contributed to the reported problem. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.